Event description:
The customer reported failed battery test and motor error alarms. The customer also stated that she was in the hospital due to a stomach flu a few days ago. The customer stated that her blood glucose levels were high during the hospitalization. During the call, the customer inserted a new battery, and the screen was blank. Earlier, the customer had trouble with the insulin pump going to the rewind screen every time the act button was pressed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.